Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing extended and frequent ipg charging. It was also noted that the patient had difficulty aligning the charger to the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.